Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, low, out of range, low voltage lead impedance issue was observed on the atrial lead. Patient was symptomatic due to electrical stimulation. Programming changes were recommended. It was also recommended to look for noise on the lead, performing a chest x-ray to determine if there is lead damage visibility and to consider lead replacement. Patient was to be brought into clinic for a follow up and determine what the next step will be. No further information available.